Event description:
Ous MDR - after an implantation time of 3 months, deteriorated sensing and a dropping pacing impedance were reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.